Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis symfony multifocal intraocular lens (model zxt300, +14.50 diopter) was explanted from the patient's left eye in a secondary procedure because of the patient experiencing residual astigmatism and lens dislocation. The lens was replaced with model za9003, +15.0 diopter. At explant the incision was enlarged and sutures were used. The patient was reported to be doing well at discharge. No further information provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 05/08/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.